Manufacturer narrative:
(B)(4). The carefusion field service rep evaluated the device and determined that the root cause of the reported event was a faulty gas delivery engine (gde). The carefusion field service rep completed the repair of the device by replacing the gas delivery engine (gde) and running the device through a complete checkout per the operator's and service manual. Upon completion the device was returned to the customer to be placed back into service. Carefusion factory service evaluated the alleged faulty gas delivery engine (gde), verified the complaint and determined that the root cause of the reported event was a faulty inspiratory flow sensor assembly. See scanned page.

Event description:
The following description of the event was documented by a carefusion field service specialist in response to a site visit. Delivered volumes out of spec. Issue found during testing.